Event description:
The manufacturer received information alleging a ventilator's oxygen delivery was low and alarmed for circuit disconnect. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device¿s housing, sensor assembly and machine flow sensor were replaced to address the issue.